Manufacturer narrative:
UDI#: (B)(4). Concomitant medical products: detail of product: associated item # 00875705801; item name: shell with cluster holes porous 58 mm o.d. Size ll for use with ll liners; lot # 62100367. Associated item # 00885101336; item name: neutral liner 36 mm i.d. Size ll for use with 58 mm o.d. Size ll shell; lot # 62541166. Associated item # 00771101210; item name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 standard; offset reduced neck length; lot # 62459406. The manufacturer did not receive x-rays, but operative notes for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient started to be monitored for unknown reasons about 4 years after the primary surgery.

Manufacturer narrative:
DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: pain. Event description: it was reported that the patient underwent initial left hip arthroplasty on (B)(6) 2014. At 4 years follow up visit, the patient mentioned left hip join pain which radiates to medial left knee. The involved component is biolox delta head (ref: (B)(4), lot: 2711330). Review of received data: the review of the hip implant surgical note did not identify any abnormality related to the component. The note also states that the led length was increased by 7mm as desired. The discharge summary stated the patient underwent unremarkable surgical intervention. The postoperative nausea and vomiting was resolved spontaneously. The patient remained hemodynamic stable. The patient was able to participate in physical therapy and no other significant complication. The patient was discharge 2 days after the surgery. The case study report of the patient was reviewed. The patient had left total hip arthroplasty on (B)(6) 2014. The 6th-week/1st year/2nd year/4th year follow-up reports showed the patient was in good condition with high harris hip score. Left leg length was reconstructed to the same as right leg. The xray images from the follow-ups did not present any significant finding. However, the patient had an adverse event between the 2nd year and the 4th year follow-up visits. The patient had mild left knee pain and had underwent left knee arthroscopy with partial medial and lateral meniscectomy and medial femoral chondroplasty with patellofemoral chondroplasty. This event was resolved on (B)(6) 2017. The relation of this event and the left hip implant was marked as uncertain. In addition, the patient also experienced left hip pain, therefore an MRI was suggested. - the office visit notes of (B)(6) 2017 states the patient had daily left knee pain which progressing worse. However, no etiologic were identified in the left knee tests and the x-ray images. The patient was prescribed with cortisone injection, sulindac, physical therapy and ice. The office visit notes of (B)(6) 2018 (4th year follow-up for the hip implant) states the patient had pain in hip and knee. On the left hip site, the patient had occasional lateral pain and joint pain which radiated to medial left knee and progressing worse. The left knee pain is primarily incision pain and it had been doing well since the knee surgery. The x-ray review of the left knee did not identify any conspicuousness. The x-ray review of left hip showed the hip implant is in good position and no evidence of failure, loosening or excess polyethylene wear. The left knee will be monitored with MRI to evaluate for medial meniscus tear. The left hip will also be monitored by mars MRI. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the quality records show that all specified characteristics of the component (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. No other product documentation was reviewed for investigation. Root cause analysis: root cause determination using sap rmw: postoperative tissue reaction on burrs / sharp edges due to insufficient manufacturing process - not possible, as the device history records had not show any anomalies. Further, a systematic issue with manufacturing process would have been detected as part of the issue evaluation assessment . However, pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Conclusion: at the 4th year follow up visit, the patient had left hip pain and left knee pain which has uncertain relation to the hip implant. The review of the medical documents related to left knee pain shows the patient had knee arthroplasty and will be monitored for possible meniscus tear. The medical records also showed the left hip implant is well positioned, no conspicuousness found on x-ray image. No leg length discrepancy. The patient is in good condition and have high harris hip score. Combine the evidences of knee arthroplasty, possible meniscus tear and the radiographic results, the relation of knee pain to the hip implant could be excluded. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2018 - 00704.